Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. Customer reported of wearing insulin pump the whole time while hospitalized. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.